Event description:
The customer reported to baxter (B)(4) one (1) unit of a syringe adaptor set that leaks. The sample is not available. There was no patient involvement, injury or medical intervention reported for this event. No additional information is available

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.